Event description:
It was reported that the patient arrived at the hospital with heart failure. The left ventricular lead was noted to have no capture in any vector. The device was reprogrammed to vvi 30 mode. The lead remains in the patient. The patient had a left ventricular assist device implanted. The patient is a participant in the (B)(6) clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 693565, lead, implanted: (B)(6) 2015-03-03. Product ID: dtba1q1, ICD, implanted: (B)(6) 2015. Product ID: 6867-3m, adaptor, implanted: (B)(6) 2015. (B)(4).